Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 encountered damage to the red impella plug resulting in a pump stop. The pump was explanted and replaced with an intra-aortic balloon pump. No patient harm was reported.

Manufacturer narrative:
The cause of the pump stop was not established as no product or data logs were returned for analysis and limited information was provided. The cause of the product damage was not established as no product/images were returned for analysis and limited information was provided the device passed all post sterile inspection checks.